Event description:
Additional information received reported that the implantable neurostimulator (ins) was explanted on either (B)(6) 2011 or (B)(6) 2011. The patient was receiving good stimulation with the new ins. There was no patient injury.

Manufacturer narrative:
The implantable neurostimulator has been returned to the manufacturer for analysis. A follow-up report will be sent when the an analysis is complete.

Event description:
It was reported that the implantable pulse generator reached end-of-service (eos) after less than three months, despite a device interrogation reporting limited usage. The pt also reported using stimulation only 2-3 times per week, with three weeks of good coverage before receiving an elective-replacement-indicator in mid-august followed by the eos. Lead 1 was used at 5.4 volts and lead 2 at 6.15 volts. Impedances were all ok (around 1,500 ohms) at implant, but after eos electrode 2 was less than 50 ohms. The report showed usage as 0% of 1,200 hours since implant. It was reported that there was no injury, only discomfort. The pt outcome was reportable as a loss of stimulation and a likely revision.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of implantable neurostimulator (ins) model 37702 serial # (B)(4) determined telemetry and output were okay and there was no significant anomaly. There was foreign material in the port. The ins was at end of service but the bit was reset to test output. Normal impedances were observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.